Event description:
It was reported that prior to use with 290 plates of bd bbl¿ macconkey ii agar contamination was discovered.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0323700 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per our internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to typical levels. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and there is one other complaint for contamination on batch 0323700 taken from another customer. One photo was received in lieu of returns for investigation. The photo shows the bottom of twelve plates from batch 0323700 (time stamps 0744, 0750, 0751, 0753, 0754) with surface bacterial growth on each plate. No other observations can be made from the photo. Bd will continue to trend complaints for contamination. This complaint has been confirmed by the photo provided. Review of shipping data for this batch found that this batch was distributed to multiple customers in the united states and only one other complaint has been taken on this batch from one other customer. Bd acknowledges and confirms the defect recorded in this complaint but no further actions are required after complaint investigation per internal procedures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 290 plates of bd bbl¿ macconkey ii agar contamination was discovered.